Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the right ventricular defibrillation coil was beyond the expected upper range. It also indicated pacing capture threshold in the right ventricle was elevated. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the right ventricular (rv) lead displayed high thresholds. It was also reported a red light emits when the device al arms and it flipped back from the time of the last x-ray." Additionally, there was an unsuccessful remote monitor transmission. The lead, device, and monitor remain in use. The patient will be monitored and testing is planned for a future date. No patient complications have been reported as a result of this event.